Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6) 2013, it was reported that this vns patient was not re-implanted. When the surgeon opened the patient up, there was an infection and pus present around the lead. Both the lead and the old generator were removed. It is unknown at this time if another vns battery will be re-implanted in the future.

Event description:
It was reported that the patient underwent explant of the generator due to infection. It was reported that the generator site became infected after the patient picked at the incision. It was reported that the generator was implanted at the scapula area. Cultures showed the infection was staph aureus. The patient was placed on antibiotics. It was later reported that the patient was scheduled for reimplant of the generator now that the wound has healed.